Event description:
A reporter from (B)(6) contacted intuitive surgical inc. On (B)(4) 2013 alleging that during a da vinci si prostatectomy procedure, the surgical staff noticed that the 8 mm monopolar curved scissors broke close to the tip of the forceps on (B)(6) 2013. Reporter confirmed that nothing fell into the patient. There was no allegation of harm, injury or adverse outcome due to a patient due to the alleged issue. The product was replaced and requested back for investigation.

Manufacturer narrative:
Regulatory complaint analyst sent follow up questions and obtained the following information from the initial reporter. The subject instrument was inspected prior to use. She does not know how long the 8 mm monopolar curved scissors was used prior to it breaking. She mentioned that a bipolar forceps and a grasping forceps was used when the alleged issue occurred with the 8 mm monopolar curved scissors. She does not know whether any instruments were removed during the procedure and does not know whether or not the 8mm monopolar curved scissors collided or not during the procedure. Nurse confirmed that no fragments fell inside the patient during the surgical procedure and the procedure was completed with no further problems. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.